Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) alert and the physician suspected premature battery depletion. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. It is unknown the if the s-ICD will be returned for analysis.